Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated and leaked. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 21016491 it was reported that the IV tubing that separated in 2 different sections along the ports while giving emergency medication to a patient. Verbatim: we had an issue today with IV tubing that separated in 2 different sections along the ports while giving emergency medication to a patient. There was only saline running through the IV (the medication was injected below these ports); however, a flush of saline is necessary to follow the medication.

Manufacturer narrative:
H.6. Investigation: one used primary set, model 2426-0500 lot 21016491, was received by the customer for investigation. Upon visual inspection, it could be observed that the silicon tubing pumping segment was disconnected from the upper fitment. No other defects were observed. The customer's complaint that the IV tubing separated in 2 different sections was verified. The expected retainer ring for this engagement was not received. A device history record review for model 2426-0500 lot number 21016491 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the silicon pumping segment. No indentation of the retainer ring could be observed at the end of the tubing. The potential root cause for the separation between the silicon tubing and fitment is that the machine operator did not verify if the sensors were working properly before starting. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #21016491 regarding item #2426-0500.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated and leaked. The following information was provided by the initial reporter: material no: 2426-0500. Batch no: 21016491. It was reported that the IV tubing that separated in 2 different sections along the ports while giving emergency medication to a patient. Verbatim: we had an issue today with IV tubing that separated in 2 different sections along the ports while giving emergency medication to a patient. There was only saline running through the IV (the medication was injected below these ports); however, a flush of saline is necessary to follow the medication.